Manufacturer narrative:
Additional information: additional information was received. Correction: initial reporter information has been corrected. Correction: device code has been corrected. See h6. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there did not appear to be contributing factors: the first scan followed medtronic protocol for the scanning of patients for our systems, the placement of the fiducials was not symmetrical.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that there was insufficient information to determine the probable cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, sw kit 9735737, stealth s8 cranial, software version #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the images were flipped. The scans loaded normally, but after they registered, the tumor was showing on the left side even though it was on the right. They got another scan, re-registered, and were able to proceed. There was a reported delay to the procedure of less than one hour. There was no reported impact on the patient related to this event.